Event description:
Pt was revised to address groin pain and loosening of the cup.

Event description:
Patient was revised to address groin pain and loosening of the cup. Update: (B)(4) 2012 - litigation papers allege: the patient suffered injury due to excess levels of chromium and cobalt in her blood. Also, patient experienced pain, swelling, and over time developed numerous cysts/tumors in and about the prosthetic hip, resulting in revision surgery. (Added head) update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search and/or a review of device records were not possible as the necessary lot codes were not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010, following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.